Event description:
Healthcare professional reported, right side exchange with no complaint against the device. Later, healthcare professional reported, right side ruptured, breast ptosis and atrophy of breasts. Device has been explanted.

Manufacturer narrative:
Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.